Manufacturer narrative:
The MFR has determined that this event resulted from fluid ingress caused by misuse by the customer. The customer is responsible to place the device so that it will not be subjected to fluid ingress in this manner. The device complies with all relevant iec and ul standards at the time of MFR. There have been no other reports of this type reported.

Event description:
A 51 cm sierskop s unit burst into flames after saline solution splattered onto the top, then down the back case of the unit. There was no injury.